Event description:
It was reported that during a da vinci thoracic sympathectomy procedure, the cable frayed at the distal end of the thoracic grasper instrument. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be broken. One grip close cable was broken at the wrist and the cable segment was observed to be sticking out. Motion was non-intuitive as a result. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.